Manufacturer narrative:
The reported event could not be confirmed. The results of the investigation are inconclusive as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During the procedure, an error message appeared that stated "be sure the grounding pad is attached to the patient" when attempting to lesion and as the issue could not be resolved, the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one ionicrf¿ generator was received for analysis. Ac power applied to the returned product and a successful post (power on self-test) was confirmed. A review of the system log files confirmed the occurrence of the reported message displayed on the event date of (B)(6) 2021, which was unable to be reproduced during the evaluation period. A second error indicting ¿grounding error-possible leakage to earth ground detected¿ was also confirmed. Multiple lesion sessions were successfully executed without error. Temperature and impedance feedback values were as anticipated for the testing performed. Based on the information provided to abbott, system log files reviewed, and the investigation performed, the occurrence of the field reported issue was confirmed, however, no abnormalities were identified during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.